Event description:
The complainant reported a patient undergoing high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support (mcs). Impella mcs was successful for under one hour and then the device was explanted, which revealed a vascular dissection to the femoral access site that prompted a covered stent for hemostasis post dry seal patch. The patient was reported to be stable following the event without further complications.

Manufacturer narrative:
The impella has been completed. The product was not returned for evaluation. The explant revealed vascular damage to the femoral access site. The root cause of vascular damage peripheral vessel could not be determined since the product was not returned and insufficient clinical details were provided.